Manufacturer narrative:
The device was not returned for evaluation. The physician stated that he does not feel the pneumothorax is attributed to the performance of the navigation. The risk of pneumothorax is documented in 105-000299-01 rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure, patient experienced a pneumothorax. The pneumothorax was discovered during post-op check via a chest x-ray. The location of the target and pneumothorax was left lower lobe. The pneumothorax was a 30-40%. A chest tube was placed and the patient was released the same day.